Event description:
Peripheral cutting balloon registry.it was reported that in 2005 the patient underwent treatment with the peripheral cutting balloon device for two lesions in the distal below the knee artery. Target lesion one, was a soft, concentric, denovo lesion with mild calcification located in a moderately tortuous vessel segment. The target vessel reference diameter was 5.0mm. The target lesion length was 20mm and 90% stenosed. Target lesion two was a concentric, denovo, tight lesion with mild calcification. The lesion was located in a vessel segment that was non tortuous. The target vessel reference diameter was 5.0mm and the lesion length, 10mm with 90% stenosis. The peripheral cutting balloon was used to dilate the lesions. Number of inflations, time and maximum inflation pressure is not provided. The post-procedure stenosis was 0% at both target lesion sites. At the one month follow up visit the following month, the subject was found to be alive and the target lesion site patent with cicatrisation evident. No adverse events or additional interventions in any vessel were reported. The three month follow up vital status was "death" with no additional data provided as to the cause of death or date of death.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as "death" is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.